Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Cp with smartassist system instructions for use for the related event are as follows: section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had significant hemolysis in the intensive care unit. An echo was performed, finding the impella cp was 5 cm in ventricular. The patient was vomiting and attempting to sit up in bed. After repositioning the pump to 35 cm, the catheter was not in the mid ventricular space and was hugging the wall. After multiple attempts, the pump was repositioned under x-ray. Another echo was completed after, confirming the pump was at 3.5 cm. Later that evening as the hemolysis continued and the pump was still not in correct position. The physician chose to pull the impella back into the aorta, maintaining a p1 flow until stability can be confirmed or maintaining access for a potential placement of a new impella.